Event description:
Home pt reported that part of the 3 prong eco set was cracked and leaked. The pt noticied the leak about halfway through her treatment. The pt's nurse was contacted and the pt was put on prophylactic antibiotics. The pt saved the part that was cracked and a sample envelope was sent to her on 10/15/96.